Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) accessed the application server and reviewed the patient record in server under patient visit and orders confirmed that the patient was admitted on (B)(6) 2026 at 18:56 and discharged on (B)(6) 2026 at 17:27, explaining why the patient no longer appeared on the station. Additional attempts to reach the inpatient pharmacy through the hospitals main line were unsuccessful. As no system issue was identified and the reported behavior aligned with the discharged patient status, the case was closed. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server one patient was not showing on pyxis. The customer informed that one patient suddenly got deactivated even after reactivated. However, there were no delay to patient care and adverse events or injuries reported based on this incident.